Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported conditions that the device would not power on and the device stopped working were not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device mode switch resistance was too low and the device had illegible labeling. It was further determined that the device failed pretest for marking & labeling and mode switch-test. The assignable root cause of these conditions was determined to be traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported that the battery reamer device would not power on. It was further reported that the device stopped working. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.